Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Pre-operative diagnosis: metastatic bone tumors procedure: fixation at t3/4-t8/9, posterior lumbar fusion at t3-t4 it was reported that intra-op,after the final tightening, one side was loosened to transfer crosslink between t3 and t4 using the driver. While the re-fixation was being performed, the tip of the driver broke. The tip got stuck in a screw hole and could not be removed, the incision was closed with the tip remaining inside the patient. The breakage occurred in the flush surface. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.